Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. It was noted that stent struts along the length of the stent were slightly flared and raised distally. The hypotube shaft was broken at 193 mm from the catheter strain relief. In addition, the hypotube was kinked along its entire length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related. It was reported that the balloon was inflated above its rated burst pressure. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. The 80% stenosed 6x4mm lesion contained a >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending artery. Following predilation with an unspecified balloon catheter, 8 x 3.50mm taxus liberté drug eluting stent was advanced but failed to cross the lesion. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage and hypotube break.